Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead 2007 (B)(6); 6947 implantable tachy lead 2008 (B)(6). (B)(4).

Event description:
It was reported that the device reached elective replacement indicator (eri) in less than two years after implant and is believed to be due to high left ventricular (lv) lead pacing capture threshold. The device was removed and replaced with a new device. The lv lead was removed and the newly attempted replacement lead during implant exhibited phrenic stimulation and high threshold exhibited in different pacing configurations. Therefore the lead was repositioned; however, after slitting the catheter, the lead dislodged from the coronary sinus (cs) into the right ventricular (rv.) The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary (B)(4) the full lead was returned and analyzed. There were no anomalies found. It was noted that there was cosmetic environmental stress cracking on the outer insulation of lead. The distal end had body tissue/fibrotic growth. Blood ingression was observed in the distal tip. It was visually notes that the lead was stretched and there was apparent explant damage. Analysis comments revealed electrical tests and microscopic inspection was performed. Nothing was observed in the lead that could be associated with the electrical complaints.